Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump may have over delivered insulin. The customer¿s blood glucose level was 89 mg/dl at the time of the incident, and 240 mg/dl before the incident started. The customer gave a 0.45 unit bolus before going to bed and woke up low after a couple of hours later. The customer used glucose juice to treat the low. Customer reports auto mode was active and delivering insulin at the time of the incident. Troubleshooting was completed but did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.